Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump emitted an alarm to replace the battery at 1:43 am on (B)(6) 2014 and then shut off without warning later that day. The distributor confirmed that the pump used a brand of battery not recommended for use in the pump by the manufacturer. Troubleshooting revealed all the pump settings were as intended. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed a sudden drop in voltage on (B)(6) 2014, causing a call service alarm followed by power on reset. On examination, the battery cap and battery compartment were intact without damage. The battery cap fit securely on the pump and was able to maintain electrical connection. All electrical current draws were measured to be within the required specifications. The pump was exercised for 24 hours without loss of power or power interruption. The pump was opened for investigation and did not reveal any damage, defect or contamination to the interior pump components, including the power circuit. Investigation did not duplicate the reported issue and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The date of event was verified by the reporter to be (B)(6) 2014.